Event description:
(B)(6) from the emergency room reported the patient went to the emergency room with her blood glucose reading 39 mg/dl. They placed her on an intravenous therapy and she was treated with oral glucose. Attempts were made to contact the patient to provide additional information. Messages were left, but she did not return the calls.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and emergency room visit. Qualification records were reviewed and the product lot met all acceptance criteria.